Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that minimum fill estimate was received and usb cable could not charge the pump. Customer declined to reload the cartridge to resolve the minimum fill as the customer was asleep at the time of the report. Reportedly, another cable was used to charge the pump. Customer's blood glucose was 287 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified. Usb cable was not returned; charging issue could not be verified.